Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a sensation medium stiff micro oval snare was used during a procedure. According to the complainant, the snare would not retract. No additional details are available. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).